Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 07 april 2025,senseonics was made aware of an incident where user reported of receiving glucose suspended alert which led to early sensor removal. A return material authorization (RMA) was issued for the return of sensor for further investigation.

Manufacturer narrative:
The user complaint about receiving glucose suspend alerts on 07 april 2025, day 16 after insertion. The sensor was returned and tested in-house, and the testing results did not indicate any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the raw sensor data showed depressed signal and reference channels that triggered glucose suspend alerts. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, which could not be reproduced during in-house testing. As part of resolution, a return material authorization was issued for sensor replacement. B4.date of this report 04 july 2025. D4.additional device information updated. D9 device available for evaluation? Yes,device received on 21 may 2025. G3.date received by the manufacturer? 04 july 2025. H3. Device evaluated by manufacturer? Yes. . H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.